Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient has an issue with their heart pump line. They had filter that they replaced each week with the bandage, but it was stuck, and they cannot twist it. No missed doses or adverse events have been reported. There was no reported patient involvement.